Event description:
It was reported that the explanting facility discards explanted devices at the time of surgery; therefore, the explanted lead will not be returned for analysis. It was reported that the patient's device had not been programmed on since generator implant until (B)(6) 2013; therefore, the patient was not receiving vns therapy at the time of the increased seizures.

Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. Clinic notes were received indicating that the patient had been experiencing an increase in seizures and change in seizure pattern. When the patient¿s device was functioning properly, the patient experienced seizures every 3-4 months. The notes indicate that the patient was now having seizures multiple times each day. The patient¿s seizures were previously aborted using the magnet, but the notes indicate that the magnet was no longer effective in aborting the seizures. The relationship of the increased seizure frequency and pre-vns baseline levels is unknown. The patient also began experiencing episodes in which the patient was slurring her words. Follow-up revealed that these events were not related to vns and that the patient experienced these events prior to vns. Additional information was received stating that the patient underwent surgery on (B)(6) 2014. The patient¿s lead was replaced but it is unknown if the patient¿s generator was also replaced during the procedure. The explanted products have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.